Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening) and lung disease. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 02/12/2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening) and lung disease. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: health impact code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Type of reported complaint was changed from product problem to serious injury. In box a: patient identifier was missed to capture in previous report, and it was updated in this report. In box b: adverse event/product problem and outcomes attributed to ae were incorrectly captured in previous report and it was changed from product problem to both, blank to other. In box g: report source - other was missed to capture in previous report, and it was updated in this report.